Manufacturer narrative:
A review of the logfile for the reported event day shows the system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The user performed multiple treatments successfully without any error or warning related to eye tracker, during all the treatments the eye track was activated. Logfile review shows the system was then restarted following under service login and the eye tracker was reinitiated. A system message displayed three times. During the on site visit, the fse (field service engineer) could confirm the reported event and found a pinched wire was responsible for intermittent report of eye tracker quality. The wire was wedged in plastic housing of ir (infra red) ring. The fse corrected the issue by reseating plug and reboot. The root cause is service error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the eye tracker quality went to zero during about five cases when the surgeon hit the pedal. The surgeon had to manually turn the tracking quality up. It was noted that after a few patients, the tracker corrected itself. There was no patient harm. Additional information requested.